Event description:
The patient reported their transmitter assembly was getting hot and caused a burning sensation to the skin. The overheating did not require medical intervention. The patient was provided a replacement transmitter assembly.

Manufacturer narrative:
The investigation found the rf connector was damaged caused by mishandling. The sma rf connector solder joints to pcb were cracked, partially separating the connector from the pcb and triggering the "low power detect" and/or "antenna disconnect" alarms. For the report of overheating: thermal imaging was used to verify the outside temperature of the device while charging, the internal temperature of the device while charging, the outside temperature of the device while operating, and the internal temperature of the device while operating. Results are as follows: outside thermal temperature while charging: 27.9°c. Internal thermal temperature while charging: 28.2°c. Outside thermal temperature while operating: 33.1°c. Internal thermal temperature while operating: 30.0°c. The outside thermal temperature while charging was 27.9°c, which is below the product requirements specification of 41°c (106°f). Based on the thermal imaging, there is no evidence of thermal damage and the product met temperature specifications. Although the investigation found a damaged rf connector, the report of overheating was not replicated. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in broken connector. Broken connector rates remain acceptably low; thus, a CAPA is not required at this time. Broken connector rates will continue to be tracked and trended.